Manufacturer narrative:
The subject ch-s190-xz-e has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ch-s190-xz-e to identify the root cause of this failure phenomenon when omsc receives it. The ch-s190-xz-e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the noise in the endoscopic image occurred and error b30 and e216 (both are scope communication errors) occurred. The user replaced the subject ch-s190-xz-e with an unspecified product, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject ch-s190-xz-e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tried to reproduce the reported failure phenomenon, noise in the endoscope image, error b30, and e216 (both are scope communication error), but all reported failure phenomenon could not be reproduced. Omsc investigated the subject ch-s190-xz-e and determined that the subject ch-s190-xz-e meets specifications. The root cause of this event could not be conclusively determined, because the reported failure phenomenon could not be reproduced in the investigation. Since the subject ch-s190-xz-e meets specifications, omsc surmised that the reported failure phenomenon was attributed to the video processor which was used with the subject ch-s190-xz-e, not the subject ch-s190-xz-e in theory. There were no further details provided. If significant additional information is received, this report will be supplemented.